Manufacturer narrative:
This is an addendum to the initial MDR to update with additional information. The information provided has been reviewed by the director of medical affairs, see his comments below: the patient had a complex extended history of gastric resection with gastric stump adenocarcinoma, multiple bowel resections, including multiple bowel resections on the day the phasix st was implanted, making this a contaminated surgical procedure. The complete abdominal wall dehiscence with exposure of the mesh four weeks after mesh implant speaks for a chronic process with possible wound abnormalities. At this time the wound should have been consolidated and stable enough for normal ambulation. It is likely, that the wound was infected, which led to the decision to use a wound vac system. Use of a wound vac system can lead to drying of the wound, implants and intestinal organ surfaces, if instructions for use are not closely followed. Also, clinical presence of infection and fistulation could result in quicker than expected absorption/degradation of the anti - adhesion barrier coating of the mesh. Based on the complex history and equally complex post operative course of the patient and due to the lack of patient charts for review it remains unclear whether or not the mesh may have caused or contributed to the patient's death. As reported patient medical records, death certificate, or any additional patient information will not be provided due to privacy laws.

Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification, with no anomalies noted. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution on 12/30/2016. As reported the adhesion barrier was found to have resorbed approximately 25 days post implant, which is not unanticipated. The warning section of the IFU states: the use of any synthetic mesh or patch in a contaminated or infected wound could lead to fistula formation and/or extrusion of the mesh and is not recommended. If an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh. It is extremely important that this product is oriented correctly to function as intended. The visceral side of the phasix st mesh is designed to temporarily separate tissue surfaces and minimize tissue attachment to the mesh. Place the smooth resorbable, hydrogel coated side of the prosthesis against those surfaces where minimal tissue attachment is desired, i.e. Against bowel or other visceral structures. The uncoated, textured mesh side should face the surface where tissue ingrowth is desired. The uncoated mesh surface should never be placed against the bowel or other visceral structures.¿ the adverse reaction section lists infection, fistula formation and adhesions as possible complications. As reported this is a patient with a past surgical history significant for gastric/colon procedures, with comorbidities of adenocarcinoma of gastric stump, diverticular disease and chronic kidney insufficiency. As reported the mesh may have been implanted into a contaminated site. A bowel resection was also performed at the time of implant. It is additionally reported that post implant the patient developed stomach/gastric and colic fistulas, which may have contributed to a contaminated environment. The contaminated site and use of wound vac may have caused the alleged partial material fragmentation that was reported. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the patient¿s post operative clinical course. Should additional information be provided a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: (B)(6) 2017 - the patient underwent open repair of a ventral hernia. As reported the 10cm defect was closed and bard phasix st mesh was used to reinforce the midline closure; the mesh was placed in the intra-abdominal/intraperitoneal/underlay tissue plane. A concomitant procedure of bowel multi resection was also performed at the time of mesh implant with reported possible contaminated field. No complications were noted at the time of the mesh placement. On (B)(6) 2017 - the surgeon found the skin had opened (dehisced) and the bowel was strongly attached to the mesh. As reported the adhesion barrier had resorbed at this time. Wound vac therapy was administered. The patient is being monitored at the hospital at this time. The device remains implanted. It was reported that the phasix st was partially fragmented. On (B)(6) 2017- it is reported there was no sign of infection at this time. On (B)(6) 2017 - the patient condition generally worsened and the patient passed away. As alleged the death was caused by a "slow and progressive general decline, for sepsis with multi-organ failure.